Manufacturer narrative:
(B)(4)

Event description:
It was reported that the helix of the lead would not extend. The lead was not used. No patient symptoms were reported.

Event description:
New information indicated that the patient was stable after the procedure.